Event description:
On 08/03/2006, nellcor recieved a report where it was claimed that the cuff of the device developed a leak after insertion into a patient. Replacement of the tube was required.

Manufacturer narrative:
Investigation of this report is currently in progress.